Event description:
Harmonic handpiece would not screw in properly to harmonic cord. New harmonic obtained. Defective harmonic placed in red bag and sent to supplies management to contact distributor. Defective device paperwork completed.